Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Five (5) attempts have been made by two (3) phone calls and two (2) emails to obtain; patient treatment settings, patient information, patient photos, which weren't provided. The ce checked the system and could not find any problem associated to the reported adverse event. While the information received to date confirms that a serious injury and a malfunction occurred because of the lack of information regarding the chance of permanent impairment, the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
User facility reported about an adverse event following treatment with lumenis lightsheer duet hs/et laser.